Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Medical device lot #: 5336883, medical device expiration date: 12/31/2016, device manufacture date: 12/02/2015. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had erroneous results. No report of medical intervention or serious injury.